Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The plunger head was missing. Customer's stated problems could not be verified, plunge head was missing. Could not read damaged display. The root cause of the reported issue was found to be the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: replaced left half of clutch and right side with leadscrew and spring as a preventative measure. Replaced damaged lcd. Replaced also as a preventative measure motor mount, worm coupling and gear for customer stated motor issues.

Event description:
T was reported that motor not running, check clutch plunger and screen flickering. No patient injury reported.